Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
String was stuck inside- tampon [device physical property issue]. Case narrative: consumer reported via email that the tampon string was stuck inside. No injury was reported.